Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error message and freezing issue. Analysis also noted that the electrocardiogram (ECG) connector was loose, the power cord bay door was missing, and the lower case feet were worn. The printed circuit board (pcb) was replaced and calibrated and all damaged and missing parts were replaced. The hard drive health was found to be less than one-hundred percent; the hard drive was replaced and re-imaged as a preventive measure, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would freeze and display a system error message while interrogating devices and formatting and printing reports. The programmer was returned for service. There was no patient involvement.